Event description:
Additional information was received from the initial reporter confirming that this event took place on 10/30 during a therapeutic laparoscopy procedure. According to the initial reporter, the patient was under general anesthesia, and another device was used to complete the procedure with no additional devices, interventions, or impact to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus endoeye hd ii telescope was displaying a green image during use. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4, h7, h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported miscolored image was confirmed. Based on the results of the investigation, the root cause of the green image was a broken charge-coupled device. Olympus will continue to monitor field performance for this device.